Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia and diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable sensor was inserted into the arm. On (B)(6) 2025, while at a routine appointment, the mobile device showed 300 mg/dl while the bg was 600 mg/dl. The healthcare provider (hcp) gave 7 units of insulin and water. The patient had symptoms of confusion, vomiting, polydipsia, and polyuria, so the hcp called an ambulance. Emergency medical service (ems) took the patient to the emergency room (ER) where he had diabetic ketoacidosis (dka) with bg 900 mg/dl while the cgm was 300 mg/dl. The patient was given IV fluid and unspecified oral medication. The patient was discharged after 3 days and was okay during the follow up call with the patient on 03/11/2025. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the b zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.